Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 2mls of juvéderm® volux¿ xc into the bilateral gonial angle and pre auricular space. Patient also injected with 0.5ccs of juvéderm® ultra into the lips. About a month after injection, patient began experiencing swelling and pain in the right jaw. Patient reported difficulty biting into harder food items. Patient was prescribed prednisone 40mg for three weeks. Symptoms reportedly dissipated about a month later, but ultimately returned within two weeks. Two days after the return of symptoms, the area was dissolved with 150u hylenex and patient was prescribed another 10 days of prednisone 40mg. 2 weeks later, patient denied any present symptoms.

Manufacturer narrative:
Additional, corrected, and/or changed data: following fields for inital (B)(4) should have been captured as follows. Become aware date: 12/01/2025, due date: (B)(6) 2025, and g3 date received by mfg: 12/01/2025.

Event description:
Healthcare professional reported a patient was injected with 2mls of juvéderm® volux¿ xc into the bilateral gonial angle and pre auricular space. Patient also injected with 0.5ccs of juvéderm® ultra into the lips. About a month after injection, patient began experiencing swelling and pain in the right jaw. Patient reported difficulty biting into harder food items. Patient was prescribed prednisone 40mg for three weeks. Symptoms reportedly dissipated about a month later, but ultimately returned within two weeks. Two days after the return of symptoms, the area was dissolved with 150u hylenex and patient was prescribed another 10 days of prednisone 40mg. 2 weeks later, patient denied any present symptoms.